Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump log was reviewed, where it was found that the pump stopped because of a "no flow in" alarm. During the investigation functional testing was also performed, and the pump was found to be operating within product specifications.

Event description:
The initial reporter states that the pump did not deliver the correct amount and did not alarm. They state that the pump only delivered approximately 500ml of a 1590ml overnight feeding. They also stated that the patient did receive a replacement pump. (B)(4).